Event description:
It was reported that the microdebrider attached to the tip spins idle. There was no patient impact related to the event.

Manufacturer narrative:
H3: during the inspection at the time of acceptance, the requested issue could not be reproduced, but it was observed that the handpiece made an abnormal noise during the operation. Upon internal inspection, it was observed that there was deterioration of parts such as the bearings. The motor was ng (poor/not working well). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.